Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will not power on) was isolated to contamination on ca board component j502, causing the manual_rst to be pulled low. The root cause for the j502 contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.